Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system after being damaged during folding. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.